Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and one teardrop shaped clip was formed due to an advancer bypass; the remaining clips were formed as intended. In addition, the device locked out as intended but the orange indicator did not show up. Please note the indicator wheel failure is not related to the reported event. The advancer bypass occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap right hemicolectomy, a teardrop-shaped clip was formed. After that the device fired for functionality several times out of the patient, but deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.